Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment occurred. The 95% stenosed, de novo, concentric and severely curved lesion was located in a heavily calcified and severely tortuous ramus artery. The lesion was 3.0 mm in diameter and 20mm long. Vascular access was obtained through the femoral artery. The lesion was not predilated. Upon attempting to advance and reposition the rotablator guide wire, significant resistance was encountered and the guide wire fracture at 5 cm from the distal tip. The physician attempted to retrieve the fractured guide wire with an unspecified device, but was unsuccessful. The un-retrieved guide wire remained in the ramus circumflex. The procedure was aborted because of this incident. The physician opted to place the pt under observation and administered clopidogrel to avoid thrombus. No further complications or injuries were reported. The pt's status was reported as "stable".